Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain it was reported that since implant, the patient has not gotten enough pain coverage from their therapy. The patient's arm has been getting therapy but they also have pain their shoulder, and the therapy has not been reaching the shoulder. They were redirected to discuss symptoms and programming with the doctor. No further complications were reported or anticipated. Additional information was received from the patient. It was noted that the system had been implanted for both the arm and shoulder pain. It was reported that the patient fell down a flight of stairs in 2004 and that lead to the shoulder pain. It was reported that the patient has had physical therapy, surgery, medications, and injections to treat the pain. No further complications are anticipated. Additional information was received from a consumer and a healthcare provider and it was reported that the patient's device had poor communication, wasn't working and they weren't able to charge. They stated they charged 1.5 weeks prior. The patient stated they weren't getting stimulation and they weren't able to connect with the remote as it was blank. They tried batteries as well. The patient had pain in their shoulder which had worsened in the past 3 months. The shoulder pain was the reason they were implanted, but they were not sure where the pain was coming from. The patient stated that the patient programmer wouldn't power up which began a day and a half prior. It wasn't showing any icons on the screen. It was further reported that the patient stopped charging the implant since it didn¿t provide therapeutic benefit. A MRI technician stated that the battery was dead and the patient had abandoned the system. The patient was redirected to their healthcare provider. No further complications were reported or anticipated.